Manufacturer narrative:
(B)(4). Date sent: 2/3/2023. Additional information: this is an analysis of photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows three blue cartridges apparently fully fired. The second photo shows a blue cartridge apparently fully fired. The third photo shows three tyvek from top view. Two tyvek with code gst60b lot: 927a99. (Exp. Date: 2025-07- 31) and one with code gst60b lot: 866a53. (Exp. Date: 2025-07- 31). Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2023. D4: batch # 898a75. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that one gst60b reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Refer to the echelon endoscopic linear cutter insert for instructions for using the instrument after it is loaded. The event described could not be confirmed as the reload was received fully fired.  A manufacturing record evaluation was performed for the finished device batch number 898a75, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2023. Device batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that surgical scrub nurse reports probable incomplete stapling of 01 load used in a surgical procedure. He does not know which of the 03 loads used, so I am sending the two batches of the used loads. No patient consequences reported. No further information is available.